Event description:
We have recently identified a potential safety concern with the xoft electronic brachytherapy system. Our radiation oncology dept requested from pharmacy 2 bags of 500 ml sterile water of injection per the medical physicist to be used with the xoft machine. Our hospital does not stock sterile water for injection 500 ml or 1l bags for safety reasons. It was discovered that the xoft vendor has been supplying the sterile water for irrigation 1l bag to the radiation oncology dept without pharmacy or central supply oversight. As the bag was running out, they contacted pharmacy for refill. When I went to assess the machine, it was noted that the sterile water for irrigation bag hanging in the machine has already expired in aug 2022. We reached out to the vendor to understand the use of the sterile water for this machine. The vendor provided the user manual which specified the use of sterile water coolant bags (maximum one-liter size) only. However, it also stated that the cooling tubing set is non-sterile. The user manual also uses terms such as ·medication port· to describe the sterile water port. We reached out to the vendor with the following questions: does the water need to be sterile for any reason? Or just distilled water? Answer from vendor: we have validated operation using sterile water which minimizes the growth organic compounds which can shorten the x-ray tube life. Distilled water contains impurities that can damage the x-ray tube and shorten its life and therefore has not been validated. If the water compartment door is left open, does it affect the performance of the machine in anyway? Answer from vendor: how often does the water bag and the tubing need to be changed? Answer from vendor: the bag should be replaced when the level is half full or if organic growth is seen in the bag (not common in normal usage). The tubing is changed on an as-need basis due to wear. It seems that the use of sterile water for injection/irrigation bag is unnecessary and unsafe. Having the sterile water for injection/irrigation bags as floor stocks for cooling the machine introduces risk of mix-ups of the bags with other IV fluids. (B)(4).